Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5095859) on 19-aug-2020. The most recent information was received on 10-jun-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ('abdominal cramps'), heavy menstrual bleeding ('menorrhagia'), pain in extremity ('pain in my right arm, sever limb pain'), hypoaesthesia ('numbness in my right arm, one day I woke up with my right leg becoming numbness, face started to go numb'), fall ('falling over'), vision blurred ('vision was blurry'), pain ('pain was terrible / my body became completely affected') and illness ('they made me sick') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement and uterine fibroids. Concomitant products included biotin, cetirizine hydrochloride (zyrtec allergy), methylprednisolone sodium succinate (solumedrol), oxitriptan (levothym), prednisone, pregabalin (lyrica) and vita(min d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2019, the patient experienced pain in extremity (seriousness criteria hospitalization and disability), hypoaesthesia (seriousness criteria hospitalization and disability), fall (seriousness criteria hospitalization and disability), vision blurred (seriousness criteria hospitalization and disability), pain (seriousness criteria hospitalization and disability), illness (seriousness criteria hospitalization and disability) and injury associated with device ("the inflammatory response of essure"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, pelvic pain, pain in extremity, hypoaesthesia, vision blurred, pain, illness and injury associated with device outcome was unknown. The reporter considered abdominal pain, fall, heavy menstrual bleeding, hypoaesthesia, illness, injury associated with device, pain, pain in extremity, pelvic pain and vision blurred to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5095859) on 19-aug-2020. The most recent information was received on 28-may-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ('abdominal cramps'), heavy menstrual bleeding ('menorrhagia'), pain in extremity ('pain in my right arm, sever limb pain'), hypoaesthesia ('numbness in my right arm, one day I woke up with my right leg becoming numbness, face started to go numb'), fall ('falling over'), vision blurred ('vision was blurry'), pain ('pain was terrible / my body became completely affected') and illness ('they made me sick') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement and uterine fibroids. Concomitant products included biotin, cetirizine hydrochloride (zyrtec allergy), methylprednisolone sodium succinate (solumedrol), oxitriptan (levothym), prednisone, pregabalin (lyrica) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2019, the patient experienced pain in extremity (seriousness criteria hospitalization and disability), hypoaesthesia (seriousness criteria hospitalization and disability), fall (seriousness criteria hospitalization and disability), vision blurred (seriousness criteria hospitalization and disability), pain (seriousness criteria hospitalization and disability), illness (seriousness criteria hospitalization and disability) and injury associated with device ("the inflammatory response of essure"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, pelvic pain, pain in extremity, hypoaesthesia, vision blurred, pain, illness and injury associated with device outcome was unknown. The reporter considered abdominal pain, fall, heavy menstrual bleeding, hypoaesthesia, illness, injury associated with device, pain, pain in extremity, pelvic pain and vision blurred to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Reporter information, patient dob, patient initials, medical history, product removal details added. Case category updated to serious incident. New events added- pelvic pain, menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.